Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the insertion handle and the 130° aiming arm are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One 130° aiming arm (part 357.366, lot 4781336) was returned with the complaint that ¿the blade guide sleeve would not connect to the aiming arm. Button on the aiming arm would not depress to allow blade guide sleeve to lock into position.¿ upon receipt of this device it was seen that the locking slide plate is stuck in position, and when attempted to be coupled with a buttress nut and blade guide sleeve, a successful connection was not attained. This complaint is confirmed. The drawings for the 130° aiming arm were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. This complaint is confirmed. Given the age and condition of the returned device, the root cause is likely due to use over time. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: manufacture date: july 21, 2004 ¿ manufacture location: (B)(4)- the review of the device history record (DHR) for 130 deg aiming arm part 357.366, lot 4781336 showed (B)(4) written for (item 1) visual liquid substance visible on 36 out of (B)(4) parts, and (item 2) nicks visible on 2 out of (B)(4) parts. Per mcn, 36 parts were rejected due to visual nonconformities; thus the 2 parts with nicks were included on the 36 rejected parts due to a visible liquid substance. Rework operations were listed as: ultrasonic cleaning - pin ends - 30 seconds, and re-inspection. The approved final quantity was (B)(4) parts. 1 out 2 parts was found acceptable as documented on section 5 of mrr. The non-conformities documented on mrr are unrelated to the complaint condition as the nonconforming parts were identified and reworked. A review of the DHR indicates there were no other relevant issues during manufacturing which could have caused or contributed to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade guide sleeve would not connect to the aiming arm. Button on the aiming arm would not depress to allow blade guide sleeve to lock into position. Another aiming arm was available to complete the surgery. There was a five minute delay. No harm to patient. This is report 1 of 1 for (B)(4).